Event description:
Power cord started electrical fire in a hospital work room. The fire occurred over a weekend. No harm to patients or staff. The hospital did receive a recall from fresenius regarding power cord, however, further investigation demonstrates that this cord appears on many pieces of equipment in the hospital, not just medical equipment.